Manufacturer narrative:
(B)(6) 2020 - lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead appears to be sensing a downward deflection occasionally following the t wave. Noise detected. Vf detected but no shocks delivered. There are also multiple atrial monitoring recordings from the past that show possible emi on the ff and ra signals. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead was explanted (B)(6) 2020. Upon receipt the lead was found cut 15.5cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found covered in calcified tissue and abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed rv shock coil, the from the atrial ring electrodes ruptured lead body and a conductor fracture most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.